Event description:
Related manufacturer reference number: 2017865-2022-39388. It was reported that the leads dislodged. It was confirmed by x-rays. The physician attempted to reposition the leads, but the helix would not extend. The leads were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with body fluids. The cause of the reported event of helix mechanism issue was isolated to the dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.